Event description:
It was reported that during a hand assisted laparoscopic low anterior resection procedure, while removing the device, it became stuck. The first assistant re-fired the same device and then the surgeon pulled on the device and the tissue became ripped. The tissue was repaired with the contour with reloads and another device was used to complete the procedure. The procedure was prolonged by one hour. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Hand assisted. What device was used for the proximal tlc and distal contour transection? What color reload? Green. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Triple staple. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Click. When the device was fired, where was the indicator within the green zone/gap setting scale? On the bottom half closest to the dial. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. How did you confirm the device was fully fired? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? No. Was there any difficulty removing the device from the tissue? Yes if yes, how many counter-clockwise revolutions were used to open the device? ½ to ¾ of a turn what steps were taken to confirm successful anastomosis? Donut confirmation and sigmoidoscopy. Did the operation change significantly as a result of the device issue? Yes took an hour longer than it should have. What is the patient's age and sex? Female, (B)(6). Did a hcp other than the primary surgeon fire the instrument? The first assistant (B)(6) last name unknown. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.